Manufacturer narrative:
(B)(4) no sample will be returned for evaluation.

Event description:
Information was found during the maude event website search. It was reported that after removing the guide wire, it was noted that the wire had split in two and the end unraveled. The wire was intact and was removed from the patient. There was no harm to the patient.